Manufacturer narrative:
Reference (B)(4). Customer asked to return questionnaire and product for additional evaluation on (b)(6t) 2019. Questionnaire received, confirmed no patient injury. Camera pole clamp broke during transportation of the unit. Product evaluated (B)(6) 2019, determined broken clamp was not available for review. Monopod assembly appears in tact and not the cause of failure. Investigation confirms safety label was removed from device at customer site.

Event description:
Clamp that holds the camera broke.